Manufacturer narrative:
Results: nine contaminated samples were received and all nine samples exhibited male luer taper damage. Eighty-five samples were received in the original sealed packages. Seventy-five samples were identified with damage to the male luer adapter. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6067697. Conclusion: bd confirmed that the complaint was due to a manufacturing deficiency.

Event description:
It was reported that there was blood leaking from the 23 g x .75 in. Bd vacutainer® push button blood collection set, during use. No reported medical intervention or serious injury.